Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a foreign object in the connecting tube and corrosion on the distal end were observed. The service repair technician assessed the condition and determined that the cause of the foreign object in the connecting tube could not be established, and the corrosion on the distal end was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the connecting tube could not be established, and the cause of the corrosion on the distal end was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.